Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00905. It was reported the patient was unable to receive stimulation after reprogramming. Reportedly, x-ray imaging revealed lead migration. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-00905. Follow-up identified surgery took place on (B)(6) 2017 wherein one lead was replaced with a new model and the 2nd lead repositioned which resolved the issue.